Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs). During the procedure, the physician retracted a podj because it was too large; however upon retraction, the podj unintentionally detached within the non-penumbra microcatheter. The physician was unable to flush out the podj and, therefore, removed the microcatheter with the podj inside. The physician then flushed out the podj and completed the procedure using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.